Event description:
It was alleged by claimant through counsel, that he was implanted with cartiva on the right side on (B)(6) 2021 and revised on (B)(6) 2024 due to an unspecified product failure. Claimant demands compensation.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.